Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. Customer stated that he doesn't feel his high or low. Customer stated that his low blood glucose in the morning was 40 mg/dl and lowest is 20 mg/dl. Customer doesn't know of the date when issue began. Customer does not want to troubleshoot for low blood glucose.